Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a prime and fill anomaly. Insulin had squirted out after the load reservoir process. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were asked to change the infusion set and start the load reservoir/fill tubing process again. It was noted that the error recurred after the finishing the load reservoir process. The device will be returned for analysis.

Manufacturer narrative:
Pump unable verify insulin squirt or dropped out after load reservoir complaint and perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage, serial number label missing, broken reservoir tube lip, end cap address label peeling and minor scratched lcd window.